Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to see the medications on the station while in profile mode. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by did override for all users and no further investigation was required. Additionally, the field service engineer (fse) noticed that the pyxibus cable insulation with a nick exposed one conductor and it was rubbing on drawer chassis. So, the fse replaced the pyxibus cable and tested the functionality. The system functioned as intended after the customer resolved the issue and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to see the medications on the station while in profile mode. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.